Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 225 mg/dl. The customer reverted to manual injections for insulin therapy.